Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred when the device was fired on the cystic duct. The doctor commented that there was no tension. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.